Event description:
A patient allegedly received a burn while using a pre-wired tens electrode. The severity of the burn was determined to be a second-degree burn as reported by a healthcare professional. The burn size was also reported to be 2cm x 2cm. Secondary medical treatment was administered on the burn in the form of silvadene cream. No other treatments were reported for this event. The burn occurred during an assumed tens treatment while being used by the patient/end-user. The electrode pigtail wire allegedly pulled out of the electrode during treatment. The wire then touched the shoulder of the patient and this is when the burn was reported as occurring. The electrodes involved in this event have not been returned to the manufacturer at the time of this report and it is not likely they will be returned to the manufacturer for evaluation as they were likely discarded by the patient/end-user.